Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned sample found the device was not found bent. Nevertheless, a small fragment from the end of the locking component was broken. Broken fragment was not returned for analysis. This observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Additionally, an unknown substance was found over the surface of the sample. This condition can be traced to improper maintenance, however, the compete potential can not be determined with available information. Surgical technique se_814686 rev. Af was reviewed and the following relevant statement was found at page 17: connect the insertion handle to the nail by aligning the markings on the nail with the two slots on the barrel of the insertion handle. Push both parts together until they snap into place. The connection holds the nail in place until the connecting screw is tightened. A complete functional test can not be performed without mating device, however, due to the observed broken condition, it is not unreasonable the mating device will not assemble as intended. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the insert-handle radioluc long would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part number: 03.043.024 lot number: 434p963 manufacturing site: hägendorf release to warehouse date: 17.feb.2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the surgery was completed successfully and there was no other medical intervention required.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during suprapatellar nail insertion, the surgeon adjusted the nail rotation halfway into the tibial canal. During nail rotation, the insertion handle rotated/ moved inside the nail at the connection with the nail. The nail was removed and the instrument and implant were inspected. The connecting screw, cannulated, long was firmly tightened according to surgeon. When disassembled, damage to the tip of insertion handle was observed. At the interlocking between proximal tibia nail and insertion handle, the peg that prevent the nail from rotating was missing metal on one of the distal corners. Because of this, the insertion handle rotated into the nail when force was applied (by hand) to introduce and rotate the nail into the tibial canal. Procedure was performed as planned, except they implanted a ø9mm tibial nail instead of a planned ø10mm nail. There was a delay of twenty minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.